Event description:
It was reported that the patient had a tka on both knees on 2010. On (B)(6) 2020, patient left knee popped, hurt and ¿felt¿ funny after he tried to get up on a table and then happened again after he folded his knee. The physician confirmed via x-ray that the insert broke. Therefore, a revision surgery was performed on (B)(6) 2020. Patient had some swelling and fluid removed from his left knee since the revision. Patient outcome is unknown.

Manufacturer narrative:
Internal complaint reference number: (B)(4). Section b3 was corrected according to the new information received.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, expectations of knee replacements are to provide functional improvement, and although the kinematics of the bcs knee are similar to native knee joints, repeated high-flexion activities could possibly negatively impact the construct. Based on the documentation provided, the clinical root cause of the reported events could not be definitively concluded; however the reported high-flexion activities/¿acute injury¿ in which the patient was involved were likely contributing factors to the reported events. The assessed patient impact was the reported symptoms, insert breakages, additional imaging, therapies and bilateral revision procedures, as well as the left knee transient synovitis diagnosed post left insert revision, which was reportedly ongoing. Further patient impact could not be assessed. No further medical assessment could be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The manufacturing process of the device did not contribute to the reported event. Visual examination of the insert showed wear-related damage to the articular surface. Yellowish discoloration of the polyethylene of implants can occur when exposed to fluids in or around a joint. Macroscopic/microscopic examination of the insert showed damage related to fracturing the post. Macro/microscopic examination of the insert showed damage to the inferior surface of the insert near the extraction slot which may have been caused during extraction. No additional unexpected visual features noted. No evidence of deviation in processing or material was found for the retrieved item. Destructive testing was not performed during this examination. No definitive conclusions as to the cause of these issues can be determined. The clinical/medical evaluation concluded that expectations of knee replacements are to provide functional improvement, and although the kinematics of the bcs knee are similar to native knee joints, repeated high-flexion activities could possibly negatively impact the construct. Based on the documentation provided, the clinical root cause of the reported events could not be definitively concluded; however the reported high-flexion activities/¿acute injury¿ in which the patient was involved were likely contributing factors to the reported events. The assessed patient impact was the reported symptoms, insert breakages, additional imaging, therapies and bilateral revision procedures, as well as the left knee transient synovitis diagnosed post left insert revision, which was reportedly ongoing. Further patient impact could not be assessed. No further medical assessment could be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. Additional information: d8/d9

Event description:
Bilateral patient. It was reported that, patient had a tka on both knees on 2020, after the procedure on (B)(6) 2020, patient left knee popped, hurt and ¿felt¿ funny after he tried to get up on a table and then happened again after he folded his knee. The physician confirmed via x-ray that the insert broke. Therefore, a revision surgery was performed on dec-2020. Patient had some swelling and fluid removed from his left knee since the revision. Patient outcome is unknown.